Event description:
It has been reported to philips that the system did not start successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Functional testing determined that the touchscreen (ts) and usb transmitter of the dvi matrix switch could not be powered on. The fse replaced the ts and usb transmitter. After replacement of ts and usb transmitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.